Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulty recharging so they stopped and let the ins die. The ins was explanted on (B)(6) 2019 and replaced with a newer model. The rep would be returning the explanted device to the manufacturer for analysis. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins had been permanently damaged due to overdischarge. The ins was received with no telemetry and no output from any electrode pair but telemetry was restored after a physician mode recharge. After the recharge, the ins passed functional testing. The trace report for the ins indicated the ins had last been charged on (B)(6)2017 to 3.880 volts. Then, the next day, the ins had depleted to "lock" mode (<(><<)>3.575 volts). The ins depleted to overdischarge prior to being received into analysis. If information is provided in the future, a supplemental report will be issued.